Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed to specification up to the (B)(6) 2014. The device failed several self-tests due to a low battery between the (B)(6) 2014. An increase in voltage a day later then suggests a further pad-pak was installed, the device passed a self-test. The device records manual power ups of less than 1 minute duration between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The one minute time outs may suggests the device or the device was switching on automatically and the user was intervening by turning the device off. Therefore there were no 10 minute time outs. The measurements taken during the investigation including the excess current drain would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.